Manufacturer narrative:
(B)(4). Eval: results: (occlusion).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a saccular 71.5 mm abdominal aortic aneurysm approx 1 month ago. The proximal neck diameter is 21.5 mm and it has an angulation of 49.5 degrees and length of 21.7 mm. The iliac arteries had mild iliac tortuosity. It was reported that there was a type IV endoleak post implant and no intervention was performed (ref MFR # 2953200-2011-00594). It was also reported that at the time of implant, the endurant stent graft covered both internal iliac arteries (ref MFR # 2953200-2011-00764). No intervention was performed. The pt was discharged 6 days post implant. No add'l clinical sequelae were reported, and the pt is fine.